Event description:
Information received indicates that during device removal, the distal tip spring component became entangled in the leaflets of the tricuspid valve. Hcp indicated a subsequent torn chordae; however, the patient was asymptomatic post-operatively and no report of surgical intervention was received. No additional consequence was reported for the patient.